Event description:
On february 25 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported that their system was still showing low readings after they ate sugar following a out of range low glucose alert. Escalation analysis indicated that the system experienced a period of instability around feb 25th. The user subsequently completed a firmware upgrade, after which the system showed improvement with better agreement between bg and sg values. No further follow up with the user was possible as the user remained unresponsive to multiple communication attempts. No further investigation was possible. Per dms review, the system is in use with up-to-date information.